Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication (comm) fault and driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log files contained events from 30apr2023 to 06may2023 and from 15may2023 to 23may2023. The pump operated as intended at the set speed for the duration of the log file. The log files recorded a persistent driveline comm fault, which was associated with comm b, throughout the duration of the log files. The onset of the alarm was recorded on 06may2023. The patient underwent a controller exchange on 06may2023, and the log files recorded a driveline power fault that cleared shortly after activating. The log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records for (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults and driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with driveline fault alarm that started on (B)(6) 2023 at 05:57 as seen in the log files. The system controller was exchanged to the backup system controller along with the modular cable. The power fault alarms cleared but the communication fault was unable to be cleared. The log file captured driveline comm fault alarms since the system controller was connected on (B)(6) 2023 at 09:44. There were also driveline power fault alarms between 09:44 and 09:48 that had cleared. Given the communication fault alarm was active following a system controller and modular cable exchange, there was possible damage to one of the communication wires (b) within the driveline. It was recommended to get x-ray images of the driveline. There was no noticeable area of damage between the exit site and the modular connector and x-rays were to be obtained. No further audible alarms were noted. Repeat log files from both system controllers were submitted for analysis. The log files from their current system controller captured constant driveline communication faults throughout the log file showing intermittent communication (comm) faults on line b. The log files from the exchanged system controller showed that the communication faults started on (B)(6) 2023 at 05:57 and continued to the remainder of the log files showing comm b faults intermittently. The patient was seen on (B)(6) 2023 and there were no visible damage, trauma, debris, or moisture concerns. X-rays were reviewed and a tight bend in the driveline proximal to the pump was revealed and suspected to be the potential cause. After discussion with the team, there were no new comm fault alarms on the system controller. The alarm was permanently silenced and was showing up on the system monitor as intended. Related manufacturer reference number: 2916596-2023-02801 system controller.